Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
A patient reported they had the lead revision a couple of years ago because the wires were sticking out. The patient noted they had issues with the wires before the replacement. The patient stated she felt a bump, shock, and they didn't know what it was as she had so much metal in their back. The patient noted the healthcare professional (hcp) did an x-ray and they had to do surgery. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient had pain at a zapping feeling at the lead insertion site. The patient had an uncomfortable sensation at the lead insertion site. The troubleshooting performed was impedance and battery checks and an x-ray was obtained. All impedances were within normal limits. It was too close to the skin and the health care provider (hcp) revised the insertion site and placed the lead deeper under the skin. The lead revision took place on (B)(6) 2015. It was unknown if the issue was resolved. The indication for use for this patient was gastrointestinal/pelvic floor.